Event description:
It was reported to medtronic minimed that the customer reported the buttons are not being very responsive. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unable to download unit due to corrupt download files. Proceeded by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. No moisture damage was found on the keypad alongside the electronic assembly. The following cosmetic damages were noted: cracked battery tube, cracked case, serial label damage (faded), cracked corner of belt clip rails, cracked battery threads, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer concern about keypad alarms wasn't present whilst testing; unable to affirm customer's allegation due to corrupted download files, thus the allegation was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.